Manufacturer narrative:
Correction made to b3: event date: (B)(6) 2021 (previously submitted as asku). Correction made to e1: initial reporter phone no.: (B)(6) (previously submitted as ni). Correction made to e1: initial reporter e-mail: (B)(6) (previously submitted as ni). Additional information was added to d9, g1: device manufacturer e-mail, h3 and h6. H10: the device was received for evaluation. Unaided visual inspection was performed and a loose hair was observed inside the unopened packaging not touching the product. The reported condition was verified. The cause of the reported condition was manufacturing related.  A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter (pm) contamination within the packaging of a vented high-volume inlet. The pm was further described as a, ¿hair inside the bag¿. The pm was discovered prior to patient use. No additional information is available.